Event description:
Noise noted upon interrogation of lead for MRI programming. MRI canceled. Noise is reproducible with isometric maneuvers. Reprogrammed sensitivity to static 3, noise no longer sensed by device. Device clinic and physician were informed. Lead remains actively implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2022 there is suspected fracture on this lead. Lead remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.